Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient died at the hospital on (B)(6), the cause of death is not known to biotronik. It is known that the patient had already lost consciousness during a dialysis procedure. Hypotension during dialysis was noted. Furthermore, the patient has been hospitalized due to foraminal vortices, which has led to ventricular tachycardia. The patient had to be resuscitated. The patient has received antibiotics due to pneumonia.